Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance. The patient was undergoing an emergency intracranial artery thrombectomy. It was reported that after the nurse opened the package, vented and hydrated normally, the stent was pushed into the rebar-18 microcatheter. During the process of pushing the stent, after it entered the connection between the y valve and the microcatheter, the patient's blood vessels were tortuous and had a type iii arch. When the stent was pushed to the ophthalmic artery segment, there was a clear sense of obstruction. The assistant took out the stent and rehydrated it and found that the stent was kinked. Due to the tight operation time, a new product was used, which caused no adverse effects on the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a rebar-18 microcatheter.

Event description:
Additional information was received reporting that the condition the patient was undergoing surgery for was middle cerebral artery occlusion. The patient's vessel tortuosity was severe. The patient is currently recovering well from the procedure. No patient symptoms or further complications were reported as a result of this event. The statement of "there was a clear sense of obstruction" was clarified to mean it felt like it was not smooth to push the stent. The resistance was in the mid-to-far end. A continuous saline flush was administered and maintained as indicated in the IFU. The cause of the event was not obtained. The surgery was completed after the stent was replaced, rebar was used with the second stent normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.